Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow-up. The atrial lead exhibited inappropriate mode switch episodes due to noise. No medical intervention was performed. The physician elected not to take any action. The patient's condition post event was good.